Manufacturer narrative:
Device not yet received for evaluation. A follow up report will be submitted following the completion of the device evaluation.

Event description:
Baxter (B)(4) reports 17 incidents of broken fibers noted at the onset of the pt treatments. Blood loss was reported, however the exact amount unk. No pt injury or medication intervention was associated with these incidents.